Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach on the same patient during a procedure. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and it is not known if an endoscopy had been performed prior to the procedure. The customer does not have the capsules to return for investigation.